Event description:
It was reported that a home patient (hp) experienced a breach in aseptic technique while performing peritoneal dialysis (pd) therapy. The patient disconnected from the set up after drain four of four and did not cap off the patient line or the transfer set. The technical services representative (tsr) advised the patient to start therapy over using manual supplies. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the users to immediately place the minicap disconnect cap on the transfer set after disconnecting the transfer set from the patient line of the disposable set. There are also instructions for users to cap off the transfer set with a new minicap disconnected cap and tighten it as part of the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.